Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was jammed and failed to open. Tried reboot but failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and did not open even after a reboot. The field service engineer (fse) found a broken spring on the latch solenoid and replaced it on the cubie drawer. After testing, the failed drawer was successfully recovered and verified by the customer. The system functioned as intended after the field service engineer repaired the device.